Manufacturer narrative:
Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that 7 or 8 different lancets protruded beyond the end cap of the device within the past two weeks.